Event description:
It was reported that the would drain broke off and a piece remained inside the pt. According to the reporter, a medwatch report had been submitted to FDA but no verbal information could be given the manufacturer on this event.